Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary bullous resection (thoracic lobectomy), after the device was fitted to the instrument, when they entered the puncture device and clamped the tissue to prepare for firing, the stapler was not able to fire. The surgical time was extended by 30 minutes or more due to the product problem. Due to the scattered parts of the instrument shaft, the surgeon needed time to confirm whether the parts are complete, whether there was a left chest, and the patient's chest closing time was prolonged. They replaced with a new product to complete the case. There was no patient injury.